Manufacturer narrative:
(B)(4) g2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Suggested component code: mechanical (g04) - stem.

Event description:
It was reported the patient underwent a hip procedure and was implanted with zimmer biomet products. Subsequently, the patient was revised due to an unknown fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Visual examination of the provided pictures identified the explanted devices, bio-debris present, however they cannot be used to confirm the reported event. Device not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: oblique fracture of the proximal femoral metadiaphysis. Risk factors for fracture include undersizing of the femoral stem, varus alignment of the femoral stem and generalized reduced bone mineral density. A definitive root cause cannot be determined. This complaint can be confirmed via the x-ray evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, g3, g6, h2.